Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 months after two dental implants were installed in patient's mouth it was verified their non-osseointegration. Immediate load was not executed. The patient presented bone type iii.